Event description:
MFR received a report of a pt sitting in a manual wheelchair and dropping a lighter on his lap. The pt was engulfed in flames and later died. No chair malfunction has been reported. This MDR is being submitted as the result of an FDA investigation. Firm's position continues to be that device did not cause or contribute to this incident and it therefore not MDR reportable. However, in order to avoid any dispute with the FDA, co is filing these reports.